Manufacturer narrative:
A co svc rep checked the system and replaced the power supply. No other problems were noted, the system met specification. The power supply has been received for further investigation, including root cause analysis.

Event description:
The facility reported that during set-up, the screen turned blue then turned off as a black screen. No response from touch screen; no back-up unit available. Two cases were cancelled, but pts had not been prepped for surgery. No pt injury occurred. No additional info is expected.